Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer contacted philips healthcare to report that the heartstart mrx autotest failure with therapy pca consistent with operational check failure at charge stage. There was no patient involvement.